Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received therapy in multiple episodes and was subsequently hospitalized. Boston scientific technical services (ts) was consulted for review of the episodes. Upon review ts determined the first episode showed a ventricular rhythm that may have been driven by a fast atrial rate. The second episode was stored as a non-sustained ventricular episode and upon review ts found oversensing of non-cardiac noise. The third episode showed two inappropriate anti-tachycardia pacing (atp) due noise at each qrs complex. After the second atp delivery the electrogram (egm) became noisy. The fourth episode shows a oversensing of noise with inappropriate atp and an inappropriate shock. However, the type of artifact is different than previous episodes. The fifth episode was stored four days later and the shock electrogram (egm) showed qrs complex variation with different morphology. Ts further noted that the right ventricular (rv) lead data indicates there was a change in shock impedance decrease, but still within range, around the same time of the episodes. The shock impedance during the fourth episode was 40 ohms, which was noted to be similar to implant date however, slightly different to the last year trend data. Ts discussed further troubleshooting options including testing and x-rays. The implantable cardioverter defibrillator (ICD) and rv lead remain in service and no additional adverse patient effects were reported.